Event description:
The fse reported that the system would not complete boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu and video control board were reseated. The system was tested and found to be working as intended and returned to service.